Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the power port isp m.r.I., 8fr groshong that are cleared in the us. The pro code and 510 k number for the power port isp m.r.I., 8fr groshong are identified in d2 and g4. Manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: one powerport MRI isp implantable port attached to a groshong catheter in two segments was returned for evaluation. Gross visual, microscopic, tactile and functional evaluations were performed. A complete compound break was noted on the distal end of the attached catheter. The distal catheter segment was returned and measured approximately 11.7cm in length. A complete compound break was noted on the proximal end of the distal catheter segment. The edges of the complete compound break on the distal end of the attached catheter were noted to be uneven. The surface was noted to be finely granular. The edges of the complete compound break on the proximal end of the distal catheter segment were noted to be uneven. The surface was noted to be finely granular. The investigation is confirmed for the reported catheter fracture and identified material separation issues. The definitive root cause could not be determined based upon available information. Labelling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (device, component, method, result, conclusion) section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2026, a patient underwent a port placement procedure using the powerport m.r.I. Isp. Post procedure, it was noted that the catheter had ruptured. There was no reported patient injury.

Event description:
On (B)(6) 2026, a patient underwent a port placement procedure using the powerport m.r.I. Isp. Post procedure, it was noted that the catheter had ruptured. There was no reported patient injury.

Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the power port isp m.r.I., 8fr groshong that are cleared in the us. The pro code and 510 k number for the power port isp m.r.I., 8fr groshong are identified in d2 and g4. As the lot number for the device was provided, a review of the device history records will be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Section a through f : the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.